Manufacturer narrative:
Received one (1) used 142730490 plum 150 ml burette set for inspection. The bag spike was cut off as received. This appeared to be intentional and is unrelated to the reported complaint. The product was primed per packaging directions and a flow test was performed using an ICU plum pump. There were no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of cannot prime was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional information e1 extension- ext. (B)(6).

Event description:
The event involved a plum burette set where it was reported that the fluid could not drip down in burette.